Manufacturer narrative:
Serial number unknown. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device "failed to recognize a stemi" when the 12-lead ECG was analyzed. The patient involved was reported to have not experienced harm or an adverse patient impact.